Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1, g1, g3, g6, h2, h6, h11.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump the screen was blinking intermittently. Issue was found during routine check and there was no patient involved.

Manufacturer narrative:
Updated fields - b4, d9 date return to manufacturer, g3, g6, g7 h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Getinge field service engineer (fse) was able to reproduce the reported issue and replaced the assy, display top lcd rohs to resolve the issue. The fse conducted proper functional and safety checks and the unit was cleared for patient use. The failure analysis and testing department received the following part associated with this complaint: display top lcd .this part was received with a reported unit failure message of lcd screen blinking. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed display top lcd into the cardiosave test fixture and tested to the cardiosave service manual. The fat dept. Verified the failure message of lcd screen blinking as soon as cardiosave test fixture turned on. Display top lcd failed testing. Retaining display top lcd in the fat dept.

Event description:
N/a.